Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the motor assembly and top bearing. The boot was worn and the bottom bearing was stuck in the motor.

Event description:
It was reported that the micro sagittal saw heated up during a case. It was also reported that the saw was not cutting straight. There was no patient or user injury reported and no adverse consequences alleged with this event. The procedure was completed successfully with a backup device.